Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Sprays unevenly and uncontrollably, also leaking or spraying by itself when filled confirmed complaint: plunger seal broken. Replaced plunger. Repair order 98394 1216677-2022-00161 wallach ultra freeze 900076 e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings complaint (B)(4) distribution history: this complaint unit was manufactured at csi on 10/11/2011 under wo #105685 and shipped on 10/20/2011. Manufacturing record review: DHR 105685 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced in 2015 for a broken trigger. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on repair log 98394. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: given the age of the device, the root cause is being attributed to wear and tear on p/n 107055, the gasket. The plunger, p/n 201537, houses the gasket at the end of it. *correction and/or corrective action the unit was repaired, tested and returned to the customer. No further corrective action is necessary. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Sprays unevenly and uncontrollably, also leaking or spraying by itself when filled confirmed complaint: plunger seal broken. Replaced plunger. Repair order (B)(4) (B)(4) wallach ultra freeze 900076 (B)(4)